Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. On (B)(6) 2019, the patient had a pneumothorax by x-ray. It was noted on the x-ray that the atrial lead was out of position. The physician decided the lead needed to be repositioned. On (B)(6) 2019, the patient was returned to the cath lab and the atrial and right ventricular leads were both repositioned, as the right ventricular lead was also dislodged. The patient was stable. At the time of the revision, the patient's pneumothorax had not required a chest tube to be placed. It should be noted that initial access was performed using micropuncture. Related manufacturer reference number: 2017865-2019-14993.